Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was hypoglycemic event. From what the caller could recall, the customer's blood glucose at the time of death was 12 mg/dl. The caller stated that the customer was not wearing the insulin pump at the time of death and was not using an insulin pump. The customer was using a monitor and a sensor. The caller stated that the insurance would not give him a monitor without an insulin pump. Finally, the customer was given an insulin pump but it was not helping him; he kept having severe low blood glucose events due to being very active. The caller stated that the customer stopped using the insulin pump because it never worked for him; the tubing would not stay in. The customer returned the insulin pump to the diabetes educator due to insurance circumstances. The caller stated that the monitor was giving inaccurate readings, so the customer stopped checking his blood glucose. He was wearing a sensor at the time of death.

Manufacturer narrative:
The diabetic educator (B)(6) reported via phone call that the customer was not wearing the medtronic insulin pump at the time of death and the customer has been off the insulin pump for a couple of years because the customer did not like it at all. The customer was not wearing a medtronic sensor at the time of death. The customer was using the dexcom cgm. The device is not returned.